Event description:
The patient reported an allergic reaction to acrylic-based adhesives used with the omnipod system and requested alternative adhesive options. During outreach on (B)(6) 2026, the patient described severe skin reactions, including quarter-inch blisters at application sites. The patient previously attempted barrier wipes, underpatches and flonase without improvement. The patient consulted a dermatologist on (B)(6) 2025, where it was believed that the reaction attributed to the pod adhesive. The dermatologist recommended use of hytape (zinc-oxide-based adhesive) under the pod, prescribed a steroid cream for affected sites, and scheduled an allergy panel. The patient reported that the hytype reduced the reaction but did not adhere well and added complexity to the site preparation. Due to continued skin reactions, the patient discontinued omnipod use and transitioned to multiple daily injections, with potential interest in restarting omnipod in the future.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to patient's skin condition / allergic reaction. Locked down smartphone: data not available omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone15.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.